Event description:
It was reported that the patient was hospitalized over the weekend as the patient had a seizure, stopped breathing, and at the same time, a rate drop response (rdr) episode occurred. The caller also inquired how the device conduction histogram diagnostic could report heart rate (hr) less than 39 and less than 49. The device was reprogrammed to enable rate drop response detail diagnostic data collection. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.